Manufacturer narrative:
Nurse troubleshot this by pressing the start button. She verified there was no blood, discoloration or flakes in the helium tubing and that all connections were secure. She reported the patient had recently transferred from the cath lab and had a heart rate in the 100s. Esp personal reviewed the nature of the alarm and stated the gas loss was likely triggered by the above clinical factors. Esp personal also discussed the proper troubleshooting steps with the nurse. Esp personal provided her direct contact information and asked her to call directly should the alarm go off 2 or 3 times in one hour despite pressing the iab fill key. Nurse appreciated the support provided and had no other questions. No harm or injury to the patient was reported.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump had gas loss alarm that had alarmed one time. Nurse troubleshot this by pressing the start button. She verified there was no blood, discoloration or flakes in the helium tubing and that all connections were secure. She reported the patient had recently transferred from the cath lab and had a heart rate in the 100s. Esp personal reviewed the nature of the alarm and stated the gas loss was likely triggered by the above clinical factors. Esp personal also discussed the proper troubleshooting steps with the nurse. Esp personal provided her direct contact information and asked her to call directly should the alarm go off 2 or 3 times in one hour despite pressing the iab fill key. Nurse appreciated the support provided and had no other questions. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (component codes), h11.